Event description:
The date of the event was 2003. The customer did not contact beckman coulter regarding the erroneous accu tni result until mar 2003. According to the customer, the delay was due to laboratory confusion. The internal laboratory investigation documented the following: customer indicated that the original accu tni result was reported at 1.13mg/ml. A new sample was drawn the next day and recovered within normal limits. The original sample from the previous day was rerun and recovered at 0.0 ng/ml. The possiblity of sample mix-up and micro fibrin clot was investigated. Both possibilities were ruled-out after the investigation. The elevated accu tni result was reported out of the laboratory. There was no injury requiring medical intervention that can be attributed to this event. The patient was admitted to a cardiac care unit.